Event description:
There was a disjointment between the two segments of the angiographic catheter in the abdominal aorta. The physician used the "fishing technique" to retrieve the broken part out of the pt.